Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficulty moving the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove the sgc guide attach from the stabilizer may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was functional tricuspid regurgitation (tr) with a grade of 3. One clip was successfully implanted, reducing tr to a grade of <1. It was noted that the steerable guide catheter (sgc) was unable to be removed from the stabilizer. There were no adverse patient effects and no clinically significant delay in the procedure.